Manufacturer narrative:
One used plumset 3clv+bkc valv-sl v pin was returned for evaluation and upon visual inspection, there was a tear on the tube. The tear through the tube was a straight and clean cut. The reported complaint cut tubing can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. Corrected information in d8, d4(lot #, expiration date, expiration date null), h4 as the provided possible lot number does not matches with the catalogue number. Hence in d4: only di provided as lot number is unknown.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a set administration 19 ml secure lock where the report stated that the IV tubing levophed had pin hole found with wet sheet/pillow during morning bedside shift report. There was patient involvement but no patient harm.